Event description:
It was reported that the nurse had arctic sun device alerting low flow. The flow was sitting around 0.4l/m. Patient temperature (pt) was 33.4c, targeted temperature (tt) was 33.5c, water temperature (wt) was 12c, flow rate (fr) was 0.4l/m, inlet pressure (ip) was -7, circulation pump command (cpc) was 42 percentage, mixing pump command (mpc) was 0, system hours were 2,229 and pump hours were 267. Had stop therapy, empty pads and disconnect. Reconnected holding nowhere near clear connectors and verified audible clicks with each connection. Fluid delivery line (fdl) secure and in lock position. All lines were straight with no bends or kinks. Restarted therapy and device primed to fluctuating water flow rate (wfr) was stabilized at 0.5 l/m. Advised to swap out for new set of pads and leave these for follow up from tm/cm to facilitate investigation. While replacing pad, rn noticed the bed was wet under the patient. Explained how there could have been a leak in the pads causing low flow. With the new pads, flow rate (fr) was settled at 1.2l/m and water temperature (wt) has started to rise (28c).

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be ¿belt temperatures too low after nip roller and heated section". However, there was insufficient information to confirm this potential root cause. The DHR review could not be performed without a lot number. The labeling is found to be adequate. Correction: d,e UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse had arctic sun device alerting low flow. The flow was sitting around 0.4l/m. Patient temperature (pt) was 33.4c, targeted temperature (tt) was 33.5c, water temperature (wt) was 12c, flow rate (fr) was 0.4l/m, inlet pressure (ip) was -7, circulation pump command (cpc) was 42 percentage, mixing pump command (mpc) was 0, system hours were 2,229 and pump hours were 267. Had stop therapy, empty pads and disconnect. Reconnected holding nowhere near clear connectors and verified audible clicks with each connection. Fluid delivery line (fdl) secure and in lock position. All lines were straight with no bends or kinks. Restarted therapy and device primed to fluctuating water flow rate (wfr) was stabilized at 0.5 l/m. Advised to swap out for new set of pads and leave these for follow up from tm/cm to facilitate investigation. While replacing pad, rn noticed the bed was wet under the patient. Explained how there could have been a leak in the pads causing low flow. With the new pads, flow rate (fr) was settled at 1.2l/m and water temperature (wt) has started to rise (28c).